Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event. On the same day as the event onset, the patient started treatment with injection vancomycin 2 g (route and frequency not reported) for peritonitis. Two days after the event onset, the vancomycin was discontinued and the patient was switched to meropenem 250 mg (route, frequency, and duration not reported) and gentamicin 20 mg (route, frequency, and duration not reported) for peritonitis. Action taken with dianeal therapy was not reported. The patient&#38112;recovery status and outcome of the event were not reported. No additional information is available.